Manufacturer narrative:
Motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to verify occlusion test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had recurring motor error alarms during the high pressure test. Blood glucose level at the time of the incident was 159 mg/dl. During troubleshooting, the customer was able to rewind and manually prime successfully. Caller stated that the device was recently exposed to high magnetic fields. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.